Event description:
It was reported that the customer was hospitalized due to "a fall caused by hyperglycemia". A blood glucose level was not provided. Reportedly, the customer was using fiasp within their pump supplies. Tandem technical support educated the customer regarding off-label insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.